Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after attempts to fill with multiple cartridges. The customer loaded a new cartridge and received an inaccurate fill estimate. There was no impact to the customer's blood glucose level.